Event description:
The patient has recently had an increase in seizures and claims that the magnet is not working correctly. In the last two months, the patient has not had any seizures; however in the last two days, the patient has had eight seizures. The patient also reported that the last two days have been very stressful indicating that this may be the cause of the seizure increase. No serious injury was reported due to the increase in seizures. Device diagnostic testing was within normal limits. Indicating that the device is functioning properly. The magnet activations are being counted and confirmed via the device history. Physician plans to increase device normal mode output current form 1.25ma to 1.5ma and decrease magnet mode output current from 2.00ma to 1.50ma. Investigaion to date has been unable to deteremine whether the increase in seizures is related to the vns.